Event description:
A pt reported blood glucose results of 21 mg/dl,79 mg/dl with a lifescan meter and 82 mg/dl,187 mg/dl on a labortary device,performed within 10 minutes of each other, respectively. Between the tests ther was no intervention that would be expected to change the blood glucose. Meter was replaced.